Manufacturer narrative:
The suspect device is not expected to return. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during a permanent dialysis catheter placement procedure, the physician identified a detached wire tip within the patient's superior vena cava from an earlier temporary dialysis catheter placement procedure. The physician states that the wire tip was successfully removed from the patient via vascular snare device.